Event description:
After deploying a closer tsl 6 fr. Device, following a diagnostic catheterization procedure, the suture trimmer was used to advance the knot. Upon advancement, the suture trimmer apparently caught on the suture and was difficult to remove. The physician pulled the suture trimmer out of the groin successfully. The perclose rep was present during this case and observed that the distal tip of the suture trimmer was missing after retraction, and informed the physician. The physician decided not to intervene to remove the tip. The patient was reported by the perclose rep as doing well 15 days later.